Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Add'l info was provided, which indicated the account used an approved cartridge and handpiece; however, the viscoelastic used is not approved for use with this lens/cartridge/handpiece combination. Root cause: no root cause could be identified by the investigation. No sample was returned. In the opinion of the surgeon, the lens was not at fault. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on 04/26/2011 and 05/11/2011 by email. A completed questionnaire has not been received. (B)(4).

Event description:
A user facility reported that an intraocular lens (iol) was explanted. In a f/u with the surgeon, it was reported the iol was removed and replaced during the same surgical procedure after a posterior capsule tear was noted after lens insertion. The surgeon does not feel the iol was at fault in the event. An unapproved viscoelastic was used during the surgical procedure. Add'l info has been requested.